Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l59328, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the pump was giving the patient¿s heart a virus. The pump had malfunctioned and the doctor ¿stitched over the staples to stop it from leaking.¿ additional information received on (B)(6) 2013 reported that the pump was explanted because the patient claimed the intrathecal medication was complicating her cardiac problems. The removal of the catheter and the pump was solely at the request of the patient. The pump was used to deliver dilaudid and bupivacaine.